Event description:
Post-operative dislocation of implant prodics-c nova is post surgery in a kyphotic position. No revision is currently planned. Pt will be monitored for complication from the kyphotic angle.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.